Manufacturer narrative:
(B)(4). Batch # p94h5v. Investigation summary: an image of an harh instrument with a hp054 attached was received along with the device. Upon a closer look at the image, the nose cone of the hp054 was detached. The handpiece was received with the nose cone cracked and detached returned the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. The transducer assembly was not held in place, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. It is also possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bypass procedure, the scrubbed nurse had difficulties to insert and lock the hand piece in the harmonic. The cable was inserted in the gen11, but no answer from the harmonic. She tried to pull out the hp of the harmonic, but this was impossible and it broke. No patient consequence.